Event description:
It was reported that this pacemaker exhibited low out-of-range pace impedance of less than 200 ohms on the right atrial (ra) lead which resulted in a lead safety switch (lss) to unipolar pacing and sensing. The patient reported feeling muscle stimulation from pacing that occurred in the unipolar configuration. There is good sensing and threshold measurements in the bipolar configuration. The patient has sick sinus syndrome (sss) and receives pacing in the ra 33% of the time. The pacemaker has approximately one year of battery life remaining. The physician plans to reprogram the lss feature to off and continue monitoring for now. This product remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Additional information was received that this pacemaker was subsequently explanted and replaced due to normal battery depletion (nbd). The device was returned and analyzed.